Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump received software low level failure error alarm and was able to clear the alarm. The customer was unable to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test. Pump error 53 alarmed during testing and isolated to the electronic assembly. Insulin pump unable to rewind due to moisture damage on the motor and electronic assembly. Rewind anomaly confirmed.